Event description:
The customer reported via phone call that she had a no delivery alarm 3 times in a row. Customer's blood glucose has gone over 600 mg/dl. Customer did a new battery change but the issue was not resolved. Customer stated that she would take a shot of 8 units. Customer performed a 5.0 unit fixed prime and the insulin did not exit. The pump alarmed no delivery. Customer accidentally had to remove the reservoir from the pump so she had to rewind/prime to get back to fixed prime. Customer received a no delivery while trying to prime. Customer stated that she prefills the reservoirs and she was advised that this is not recommended. Customer performed a manual plunger push and the insulin exited the tubing. It was explained that the alarm was caused by a set/reservoir occlusion. Customer was advised to change the set and reservoir as soon as possible.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.